Event description:
Per the clinic, the patient experienced pain as a result of the receiver/stimulator shifting position closer to the pinna resulting in pain. The receiver/stimulator was re-positioned on (B)(6), 2023. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on january 3, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to reposition the device.